Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® flashback blood collection needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® flashback blood collection needle, blood leaked from the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received one photo for investigation. The photo displays an fbn sample with the hub seated on the np shield, and the IV shield is not attached to the sample. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.